Event description:
Tibial subsidence was reported for pt with a total knee implant. Revision surgery occurred.

Manufacturer narrative:
Tibial subsidence was reported for pt with a total knee implant. Revision surgery occurred. Review of the device history record indicates that the device was manufactured to specification.